Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer in the cabinet would not open. The technical support specialist (tss) rebooted the unit, which restored normal drawer operation. The customer confirmed that the drawer opened successfully and no further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was not open. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from different medbank, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.